Event description:
It was reported this pacemaker declared a lead safety switch (lss) due to intermittent high out-of-range (oor) pacing impedances spikes, measuring greater than 2000 ohms on the patient's non-boston scientific leads. After the lss, noise and oversensing was observed. The device was reprogrammed to unipolar pacing and bipolar sensing. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.